Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to nominal pressure and it was noted that the balloon ruptured. The device was removed with the usual method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).